Event description:
A (B)(6) male patient called in to report that neither of his battery packs would power up his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries won't power up monitor) was confirmed. Upon investigation the monitor would not communicate with any battery. The cause of the lack of battery communication was that the pld u1003 (programmable logic device) was pulling the sda (battery communications line) low. The root cause of the defective u1003 could not be positively identified but was likely random component failure. No adverse event resulted from the defective u1003 programmable logic device. The patient received a replacement monitor.